Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented to clinic for a follow up, noise on the atrial lead was observed. Atrial lead impedance was also found to be lower than the acceptable range. The noise could not be replicated. Programming changes were discussed but not made. The patient was stable.